Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The contact changed out the customer's supplies and attempted to go through the load process again using a new cartridge, but received another minimum fill alert. While troubleshooting with tandem technical support, customer reloaded the cartridge and successfully completed the load process, but received an inaccurate fill estimate. Contact declined to reload the cartridge or load a new cartridge, but will monitor the insulin gauge. It was reported that the customer experienced an elevated blood glucose level of 574 (mg/dl). Reportedly, customer forgot to deliver a bolus all day for the food that they had consumed. Customer delivered a correction bolus and drank water to stabilize bg level.